Event description:
The user received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for one patient sample. The initial result was 10000 miu/ml with a data flag. The sample was repeated and the result was 809.5 miu/ml. The operator retested the sample with a 1:100 dilution and the result was 235.4 miu/ml. The next day, the sample was repeated and the result was 126022 miu/ml with a 1:100 dilution. The result of 235.4 miu/ml was reported outside the laboratory. No information was provided to determine if the patient was adversely affected. The hcg+ss reagent lot number was 164948-01 with an expiration date of 01/30/2013.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Calibration and quality control results were within specification.

Manufacturer narrative:
This event occurred in (B)(6).